Manufacturer narrative:
(B)(4). Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the circumflex artery (cx). There was a 90-degree bend in the vessel. The lesion was less than 10mm long and was 90% stenosed. Five low-speed distal-to-proximal treatments were performed. Following ivus three to four additional high-speed treatments were performed. Cine then indicated the driveshaft had fractured. A snare could not be delivered to the fragment. Another access site was created to attempt to advance another guide catheter. However, this was also unsuccessful. The user pulled the viperwire back slowly, and the oad fragment was removed on the viperwire.

Manufacturer narrative:
Device analysis conclusion: the diamondback 360 coronary orbital atherectomy device (oad) and viperwire guide wire were returned to csi for analysis. Visual examination confirmed the reported driveshaft fracture at the proximal edge of the crown. The distal spring tip section of the guide wire was engaged in the driveshaft tip bushing. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the guide wire lot number could not be reviewed as the lot number was not provided. Csi ID: (B)(4).